Manufacturer narrative:
(B)(4). The lag screw reamer was returned for investigation. The event can be confirmed as the instrument is fractured within the cutting area. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored in order to identify potential adverse trends. Medical records were not provided. With the available information, a definitive root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- south africa. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lag screw reamer short broke during surgery. A small piece was left inside the patient but it will not be taken out. The primary procedure and surgical technique was followed and the operation was finished using the same lag screw. Due diligence is in progress for this event; to date no further information has been provided.